Manufacturer narrative:
The complaint device is not available for a physical evaluation and no further information is available to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed one similar complaint for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Associated medwatch: 1221934-2016-10190, 1221934-2016-10191. (B)(4).

Event description:
During arthroscopic bankert repair each anchor came off when the surgeon threaded the tissue and ligated it with sliding knot although each anchor had been fixed when he applied tension to it after the insertion in a bone hole. It was also reported that the bone quality seemed to be healthy. He made another bone hole and used a backup device. The surgery was completed successfully with a ten-minute delay. There was no harm to the patient. Additional information 4-21-16: the complaint form shows quantity of 3, please explain if all 3 anchors pulled out since it was stated the patient¿s bone quality seems to be healthy yes, 3 anchors pulled out. Were three additional bone holes made to complete the procedure, or only one additional bone hole made as stated on the complaint form. Three additional bone holes made to complete the procedure.